Manufacturer narrative:
Change in office contact. Additional information: despite several attempts to obtain product return status regarding the reported rejected device, no additional information has been provided. The device has not been returned to conmed for evaluation; therefore, this complaint is unable to be confirmed. Should the device be returned for evaluation, a supplemental report will be filed. A two-year review of complaint history revealed one similar report with a quantity of thirteen devices for this reported issue of packaging anomaly from the same distributor. To date, these devices under this similar report have not been returned for evaluation and have been filed under MDR 1017294-2017-00047. In that same time frame, 23,321 units have been sold worldwide making the occurrence rate for this alleged failure 0.06 percent. This is the only complaint against this lot. A risk analysis was performed and the risk was deemed acceptable. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and labeling to ensure both are intact. The instructions for use provide the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
As reported, the device is expected to be returned for evaluation. However, as of this filing, the device has not yet been received. A supplemental and final report will be filed upon receipt of the device and completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(6) reported that during incoming inspection of the double arm meniscal repair needle, it was observed that sterilization package is not sealed. There was no patient involvement as this issue was identified prior to distribution to a user facility. This issue is being reported as a malfunction with potential for patient injury.